Event description:
It was reported that a spectrum iq infusion pump had a keypad malfunction during programming/setup in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, a malfunctioning keypad was not reproduced. The keypad test was completed successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.